Manufacturer narrative:
The technician found the brake cable was wedged around the bearings. The technician replaced the bearings to repair the bed.

Event description:
Information received indicates the brake will not hold.